Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that yesterday around 6pm, she was driving and her ins all of a sudden turned off. The patient reported that she checked her patient programmer (pp) and she saw an informational power on reset (por). The patient was assisted in clearing the porand was able to turn her ins back on and use the pp as intended. No further complications were reported.